Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. Prior to insertion into the patient, a faulty valve was identified in the sheath and allowed air bubbles to enter the lumen. This issue was detected prior to advancing the sheath into the patient. The issue was detected before the sheath was advanced into the patient vasculature. The sheath was replaced with another device, and the procedure was completed successfully. No patient complications occurred.